Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not extend. Initially the lead was positioned and the helix extended, however after the physician elected to change the positioning of the lead, the helix issue occurred. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.